Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and was able to reproduce the reported issue. The control panel short lever was replaced, and the unit was returned to service.

Event description:
The ge healthcare service representative reported the unit alarmed and control panel assembly is not closing properly. The unit would not have been able to initiate mechanical ventilation. There was no report of patient involvement.